Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 600mg/dl and unknown ketone levels. Supply changes were performed and correction boluses were delivered to address bg levels.